Event description:
Information was received from a consumer regarding a patient who received dilaudid (10mg/ml, 1.501mg/day) and bupivacaine (5mg/ml, 0 .7507mg/day) in an implantable pump for non-malignant pain. The patient was refilled once upon obtaining a new healthcare provider (hcp). Following the second appointment ((B)(6) 2016), the hcp caused the patient to have a "stroke" in the office because they made the patient "so upset." The patient no longer wanted to be seen by that hcp; hcp dismissed the patient. The hcp reportedly "set up in the hospital" and forgot all about the pump. Now the patient experienced withdrawal. The patient reportedly thought they were going to die. The withdrawal symptoms of shaking, restless legs, and diarrhea began on (B)(6) 2016. The patient contacted the hcp and was supposed to be refilled on (B)(6) 2016. The pump did not alarm until (B)(6) 2016. The patient went to the hospital/emergency room (ER) on (B)(6) 2016 and the ER could not do anything for the patient; did not deal with pain pumps in the ER. The patient was provided with listings of home infusion companies. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.